Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer declined to troubleshoot with tandem technical support. In addition, it was reported that the time and date were inaccurate on the pump, cause was unknown. Customer's blood glucose level was approximately 300 mg/dl. Customer corrected the time and date to resolve the issue.